Manufacturer narrative:
Qa investigation into lot sp100237 resulted in no remarkable findings and no deviations and no nonconfromances revealed. 254 devices were released to finished goods and 187 have been distributed. Of the 187 distributed, 158 have been reported as implanted. Lot sp100237 was terminally sterilized and met all qc release criteria including mechanical testing.

Event description:
Patient underwent spigelian hernia repair surgery. Surgeon implanted strattice mesh (lot/batch: sp100237-231, catalog/reference #: 2020002). Approximately 3.5 years later,patient returned to the hospital and was diagnosed with a seroma and nonintegrated biologic abdominal reinforcement matrix. Surgeon noticed that the mesh split in half requiring removal.